Event description:
The complainant reported that a zi abutment had been placed in a patient (gender unknown) on (B)(6) 2009. On (B)(6) 2011, while the patient was eating an ear of corn, the abutment fractured. The fracture was reported to be located at the top of the lobes of the zi abutment, where the screw holds the abutment. The implant remained viable, and was not removed. The clinician removed the abutment screw and was able to successfully remove the fractured abutment. There were no adverse effects to the patient as a result of the reported abutment fracture.

Manufacturer narrative:
The device has not yet been returned for evaluation. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. The complainant was contacted in an attempt to expediate the return of the device for evaluation. A follow-up medwatch form will be submitted if the device is received at a later date. (B)(4).